Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ¿ left (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade requiring pericardiocentesis and cardiac surgery consultation. The event occurred during a redo ablation for an idiopathic ventricular tachycardia. An anatomical and activation map of the left ventricle was constructed using cartosound (soundstar catheter) and fast anatomical mapping (fam) (decanav catheter). The earliest premature ventricular contraction was found to be on the posterior aspect of the ventricle, at the base of, and below the posteromedial papillary muscle. The decanav was inserted into the femoral vein and went transseptal to reach the left ventricle. Radiofrequency ablation was performed using an stsf catheter. The stsf was inserted retrograde through the femoral artery and aorta. After some ablations, the stsf was put into the vizigo sheath through the transseptal puncture to continue ablating with more stability. It was noticed, at this point in the procedure on ice, that the patient had a small pericardial effusion. The patient's blood pressure dropped and was in cardiac tamponade. Pericardiocentesis was performed and about 300 ml of blood was removed from the pericardial space. Patient was stable. The surgery was delayed for about 30+ minutes. Cardiac surgery was called. Ablation procedure was not fully completed. There is no further information regarding the hospitalization. The physician does not wish to disclose any further information regarding the cause of this. There was no evidence of a steam pop. An stsf was being used and the flow setting was set as usual to 8 when power is below 30 and 15 for above (and 2 when not ablating). The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features used were: dashboard, vector & visitag with the visitag module parameters for stability at: 2.5 mm, 3s, 25% at 3g, and 2mm lesions and respiration adjustment. The color option used were time, fti and impedance.